Manufacturer narrative:
Unit had button error alarmed due to flattened dome switch at act button on keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime/delivery and no delivery tests to verify the excessive no delivery alarm due to keypad damage. Unit received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. (B)(4).note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer received a no delivery alarm which was resolved with site and set change. Customer also received two button error alarms, but buttons were still working. Customer's blood glucose was 319 mg/dl. Insulin pump would be replaced.